Event description:
It was reported that a pump did not pass the downstream occlusion testing. The pump was on the medium pressure setting ((B)(4)) and did not alarm until 20-21 psi. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.